Event description:
It was reported that experienced an allergic reaction to the pod. The patient visited physician and was prescribed a cream to treat the site. No additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.